Event description:
The manufacturer received a work order for a simplygo device. The technician noted melted filer. Additionally, the technician noted sieve canister failure, and an internal leak. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.